Event description:
On june 23, an amazon customer commented that the product was not working."does not work, straight up these don't work at all." Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information, such as pcr test results and product information (lot #, expiration date, etc.).